Event description:
Olympus medical system corp (omsc) was informed that during a procedure, the user could not activate the ultrasound output of the subject device when he did inspection of the device before use. The device was the first use. The procedure was completed with another device. There was no report of pt's injury regarding this event.

Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation confirmed that the probe had a crack. The manufacturing history was reviewed, with no irregularities noted. Considering the evaluation result of the subject device, omsc concluded that the crack on the probe due to the stress beyond tolerance by touching physically something. Omsc inspected the ultrasound output of the subject device before the shipment. There were any cracks on the probe when it was shipped.